Event description:
It was reported that the patient had twiddler's syndrome. It was also reported that there was high impedance on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and visual analysis indicated that there was intermittency between the connector pin and the cap. It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic cut and a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.